Event description:
The sales rep reported that following a 2nd orthovisc injection that the patient experienced excessive swelling in their knee. The sales rep reported that the surgeon drained the knee, gave the patient cortisone. Now the patient had no more symptoms. The sales rep reported that the patient would not be continuing with the series for orthovisc but would be using a competitor's product instead.